Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are undisclosed. Unable to verify test strips expiration date as customer's test strips are being stored loose in a bag. Reviewed meter memory: 1:lo (B)(6) 2015 10:00:00 am fasting: yes. Memory concerns: lo. Customer called stating that he is a new user. Customer complains that he has not been able to perform a blood test because the test strips always display lo since he received them. Upon data collection customer could not verify the lot# of his test strips as he transferred test strips into a bag. Adverse event not reported.